Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have excessive no delivery alarms. Customer's blood glucose was 114 mg/dl. Customer reports that no delivery usually occurs when reservoir was almost empty. Customer was advised to wait on new infusion sets to see if no delivery continues. No further information provided.